Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Additional information: why was the patient kept in the hospital for further observation? To see if there are some complications. Was it because of the issue with the device or did the patient have another medical condition that led to the prolonged hospital stay? Our device. Did the additional resection completed on the stomach have an adverse effect on the patient? Please explain. Yes. The leak rate of the anastomose will be increased. Did the patient experience a negative impact as a result of the additional anesthetic? If so, please explain. No. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? What color reload? Unknown. What purse string technique was used or what purse string technique does this surgeon normally? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Unknown. Was the spike of the trocar inserted lateral or through the staple line? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown. When the device was fired, where was the indicator within the green zone/gap setting scale? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Not sure. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not sure. It was reported that there was difficulty removing the device from the tissue. How many counter-clockwise revolutions were used to open the device? Not sure. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Not sure. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Hcp. Was there a recent conversion to ees devices in this account or with this surgeon? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Intact. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Thick. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was another stapling device involved? (I.e. Tl, tx, etc.) Tlc. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Not sure. Is a pathology specimen and/or report available? Not available. What is the current status of the patient? Discharged.

Event description:
It was reported that during a radical resection of gastric cancer procedure, the surgeon used the device to do gastric-jejunum anastomosis. The tissue was closed after firing but could not be cut out. The surgeon had to cut off part of the stomach and jejunum to remove the device and changed hand sewing to complete the procedure. The resection proportion of the stomach had been increased from 1/2 to 2/3. Furthermore, the whole procedure was delayed around half an hour and the patient accepted more anesthetic. Now the patient is still in hospital for further observation. Additional information requested.

Event description:
.